Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution a review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The actual complaint product was returned for evaluation. The 2-port enfit connector is attached at the proximal end of the tubing. The connector does not exhibit visible damage. The connection appears to be secure. The outside of the tubing does not exhibit discoloration. The bolus tip is attached at the distal end of the tubing. A jagged tear was observed at the base of the enfit connector. The tear is partially under the connector. The tube was cut laterally, below the base of the enfit connector. Then, on the opposite wall from the tears, the tubing was cut axially, in order to view the inner wall. The complaint is confirmed based on sample evaluation. However, a root cause could not be determined. All information reasonably known as of 04 may 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that a tube had a hole/defect proximally after insertion. It had to be replaced immediately.